Event description:
It was reported that the cc4204bf collamer plate lens tore when removed from the cartridge. Additional info requested but none forthcoming. If additional is received a supplemental report will be submitted.